Event description:
It was unknown whether the stroke happened before or after the right ventricular assist device (rvad) was placed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2 - patient age/date of birth was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported from a centrimag representative that upon checking the patient status post heartmate 3 left ventricular assist device implant on (B)(6) 2024, the patient suffered a large stroke while in recovery, which was captured with a computed tomography (CT) scan on (B)(6) 2024 in the morning. The patient additionally had a centrimag pump for rvad support at the time of the report.